Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed the reported error too many times: high alarm displayed: downstream occlusion. Functional testing found the downstream occlusion (dso) had severe bubbling. The investigation determined that there was a constant dso alarm when attached cassette to prime. The cause was the dso sensor. The dso sensor and seal were replaced.

Event description:
It was reported that the pump is not working properly. There was unknown patient involvement. Analysis of the device found that the downstream occlusion seal was faulty.